Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for replacement of the right ventricular (rv) lead due to dislodgement. The lead was explanted. There were no patient consequences.